Event description:
It was reported that the customer had high blood glucose levels of 174 mg/dl. The customer reported multiple unexpected restarts by the insulin pump. The customer also reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit received with no button response due to flattened act button dome switch. Unable to perform the displacement test and a21 error alarm test due to keypad anomaly. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.